Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were (B)(6) pounds at the time of the report.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient programmer was unable to power up. The patient programmer as reported to not be working even after the patient replaced the batteries with new batteries. It was confirmed the patient programmer had not been dropped or gotten wet. There were no patient symptoms reported. This started the last weekend in (B)(6) 2017. The replacement device that was sent to the patient was returned with no noted anomalies of the device.- it was reported that around (B)(6) 2017 the implantable neurostimulator recharger (insr) screen was blank and nothing was coming up on the screen. The insr was not charging. The light was on the desktop charger. It was reported that the connector pin was broken. There were no patient symptoms reported. Additional information was received on 2017-02-14 from the patient that they received their replacement desktop charger and this seemed to have resolved the issue. Additional information was received from the consumer on 2017-03-03 reporting that the health care professional (hcp) wanted them to have an MRI of the body. The patient told them that they had a nerve implant and that they could not so the hcp called the manufacturer and agreed to have a MRI of the brain. The manufacturer representative met the patient had the MRI to oversee and it was fine. It was reported that the stimulation was working great. Additional information was received from the consumer on 2017-03-13 where clarification was asked for what steps were taken to resolve the stimulator not working following the MRI and the consumer reported that they had called the manufacturer and explained that the hand held device was not working. The charger did not work. It was reported that the issue of the stimulator not working had been resolved as the manufacturer had sent the patient another hand held device and another charger. It was reported that the patient was sent another patient programmer and a new hand held device. It was reported that it was working fine and the whole system was working just fine. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that on (B)(6) 2017 the patient had a head MRI. This was a little over a week prior to the day of the report. The manufacturer representative met the patient at the hospital for the MRI. The manufacturer representative made sure the device was powered off. Since then, the patient noticed that the device had not been working. Due to unrelated external device issues (see the related events) the patient was not able to troubleshoot with the implantable neurostimulator (ins). The patient had left a voicemail message for the manufacturer representative on the day of the report. Their stimulator was not working for some reason. It was reported to have worked before the MRI.